Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of the device data showed the signals were related to farfield r-wave oversensing (observed on a stored atrial tachy response episode). Further review of the device programming was recommended. The pacemaker remains in service.